Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, the insulin pump was not working properly. The device keeps alarming no delivery each time the insulin in reservoir reaches down to 3/4 or 1/2. Customer's blood glucose was 130 mg/dl. Troubleshooting was performed. Customer was advised to disconnect at the quick release and perform fixed prime, insulin did not exit. She was then was advised to remove the reservoir from the device. Then to disconnect and reconnect, the reservoir and infusion set, and to slowly manually push insulin through with plunger, insulin exited the tubing. Customer was advised to assemble a new reservoir and infusion set. Then perform manual prime, the device alarmed and no insulin exited. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.